Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was leaking. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer also stated that the insulin pump rejected new batteries, cracks and scratches on screen, no delivery alarms and lost settings. The devices will not be returned for analysis.